Event description:
The surgeon sized the annulus for a 23 mm valve utilizing a sjm sizer before and after placing sutures; however, the valve would not fit into annulus. The surgeon removed the valve and reported that when compared to the sizer, the valve appeared 2 - 3 mm larger. The annulus was enlarged utilizing a pericardial patch and the valve was re-implanted, requiring one additional hour of pump time to complete the procedure. The pt was reported to be doing fine postoperatively.